Manufacturer narrative:
Pump was received with stripped battery cap threads, broken battery tube threads, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
Customer reported the battery cap on his insulin pump was messed up. He stated that the threading where the battery cap goes in had broken off. The customer's blood glucose was 173 mg/dl. The customer was not aware of how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.